Event description:
According to the information available, this complaint describes an incident where a female end-user was using a sample of speedicath compact female plus. While catheterizing the end-user experienced bleeding and infection and ended up in hospital having surgery due to the infection. The end-user has fully recovered and is now catheterizing with another coloplast catheter. Not much information is available about the incident, but it seems that the end-user followed the instruction from a health care professional on how to perform catheterization, and this information is stated by the end-user to be ¿poor¿. There is no information on the duration of hospitalizations or the type of surgery nor on the amount of bleeding. No further information was provided.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.